Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that upon opening the 3.0x33 mm xience alpine stent delivery system (sds), the stent was missing from the device and package. There was no patient involvement. Another same size xience alpine sds was used to complete the procedure. No additional information was provided.